Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer reverted to previous pump for insulin therapy. There was no reported impact to customer's blood glucose level.